Manufacturer narrative:
Please note, that the following section is being updated, based on additional information provided by a penumbra sales representative on 11/23/2021. 1. Section b: box 5, describe event or problem. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure. In the left m2 segment of the middle cerebral artery (mca), using a penumbra system 3 max reperfusion catheter (3 maxc) and a neuron max 6f 088 long sheath (neuron max). It was noted, that the patient anatomy was tortuous. During the procedure, the physician completed two passes using the 3 maxc. While removing the 3 maxc, the 3 maxc broke into two pieces at the hub. Therefore, the physician removed the broken 3 maxc and neuron max together. The procedure was completed using a new 3 maxc and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned 3maxc confirmed a fracture near its hub. If the device is forcefully manipulated at extreme angles outside the patient body, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a neuron max 6f 088 long sheath (neuron max). It was noted that the patient anatomy was tortuous. During the procedure, the physician completed two passes using the 3maxc. Upon removal, the 3maxc broke into two pieces at the hub. The procedure was completed using a new 3maxc and the same neuron max. There was no report of an adverse effect to the patient.